Manufacturer narrative:
It was reported that the patient experienced a controller alarm. The controller was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis could not be performed as the device was not available for evaluation. Log files were not available for analysis. As a result, the reported event could not be confirmed as the controller and log files were not available for analysis. No failure detected; the controller and log files were not available for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a controller alarm. The controller was exchanged. No patient complications have been reported as a result of this event.